Event description:
It was reported that the patient desaturated to an unknown level during ventilatory therapy. The final patient outcome was no injury. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The evaluation of the ventilator by our field service engineer found the ventilator functioning normally. The logs were downloaded and no parts were replaced. The evaluation of the ventilator¿s logs show that there were five ventilation periods on the day of the event, and all were fairly short. No pre-use check was performed before start. The last period which was the longest was after performing two pre-use checks lasted 8 minutes 47 seconds. This was very likely a testing period of the ventilator. This implies that the total time the four periods with likely patient involvement including the standby periods in between was from 15:47:20 to 16:12:06 which was 25 minutes 46 seconds. During the periods there are numerous o2 supply pressure high alarms. The alarms indicate o2 gas inlet pressure above the specified limit of 6.0 kpa x 100 but the numerous entries also imply that in between each separate two consecutive o2 supply pressure high alarms, the inlet pressure was within the specified limits. The fluctuations of the o2 gas inlet pressure therefore were most probable just below and just above the limit. Although the o2 gas inlet pressure was frequently above the limit, but this did not affect the delivery of the set o2 concentration to the patient. The regulation of the gas and pressure are regulated by the ventilator. There are no alarms in the logs that shows that the set o2 concentration was affected. There was no malfunction of the ventilator, and it functioned as it should and delivered the gas mixtures as per set parameters. The alarm o2 supply pressure high is not a ventilator malfunction or a patient treatment-related alarm, but a detected external factor alarm caused by the o2 gas supply source to the ventilator. Two pre-use checks that were performed six days after the event, the first failed the battery switch test and the second was successful. There are not technical error codes in the logs during the day of the event. The conclusion in the matter is that there was no ventilator malfunction at any time. The numerous o2 supply pressure high alarms that were generated did not affect the functioning of the ventilator or the delivery of gases to the patient. The delivered gases were as per set parameters determined by the hospital staff therefore the reported event cannot be related to the functioning of the ventilator.

Event description:
Manufacturer's ref. #: (B)(4).